Event description:
This male patient with a history of previous coronary artery bypass grafting (CABG, 1996), hypertension, hyperlipidemia, smoking, and leukemia was admitted for angiographic coronary evaluation due to stable angina and a positive nuclear stress test. He was taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. Heparin was administered during the procedure. Angiography revealed a 95%, 30mm, de novo, smooth, eccentric, moderately calcified, type c lesion in the protected left main artery (lma). The lesion was within the bifurcation of the lma and the circumflex artery (lcx). The vessel was described as moderately tortuous with >45 degrees but <90 degrees of angulation at the take off. The diameter of the vessel was 3.0mm. The lesion was predilated with a 2.5 x 30mm balloon inflated to 14 atms. A 2.5 x 33mm cypher select plus stent was positioned in the lma across the bifurcation and was deployed to 20 atms. The stent was post dilated with a 3.0 x 20mm balloon inflated to 18 atms to ensure complete expansion. Residual stenosis was 5%. There were no reported complications and the patient was discharged two days later. Approximately six months later, the patient presented with progressive angina. Angiography revealed a 100%, in-stent restenosis of the previously placed stent in the lma. There was no evidence of thrombus noted. The restenosis was treated with repeat pci and placement of a 3.5 x 12mm liberte stent. The vent resolved without sequalae and the patient was discharged two days later in stable condition. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.